Manufacturer narrative:
Device was received with complaint for investigation. Visual inspection of the returned component found that the returned persona tibial articular surface provisional shim (tasp) from this product lot number as having one of component 1 and is disassembled/missing one of component 1 and both of component 2. It was noted, none of the missing / disassembled components were returned for exam. This is a known reported issue which has been investigated through corrective actions. The device is used for treatment. The product search history did not reveal any additional complaints for the product part and lot number combination. The related product family code (kne-psn-pro-art-int) for this event was identified as belonging to an issue of missing component, and an identified trend, per the monthly zimmer biomet complaint review process. As such, corrective actions investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall contains all tasp shim lots. The instruments were manufactured between may 29, 2014 and aug 27, 2014 before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that ball bearings fell out of the provisional shim during cleaning.